Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The front panel display may have disappeared due to a failure of the front panel unit or a failure of the main board. However, the exact cause could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). In addition, the led of the pressure indicator on the front panel flashed automatically due to a front panel unit failure. The exact cause of the failure of the front panel unit could not be conclusively determined, because the device has not been returned to omsc. However, it may have failed due to deterioration over time, because five years and six months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, omsi confirmed that the front panel assembly had no burn marks or damaged components. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the inspection at the workshop, the workshop engineer found that the front panel display was not displayed properly. This device is an olympus asset and there was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus medical systems (B)(4) private limited (omsi) and found that the led of the pressure indicator on the front panel flashed automatically and sometimes the front panel display did not appear, due to a failure of the front panel assembly.